Event description:
The customer reported the system displayed error 154 while trying to boot. No pts were injured due to this complaint.

Manufacturer narrative:
(B) (4). The ge service rep found that the system drive has errors causing frequent system errors. He removed and replaced the parts ordered for the system. The system is working as intended.